Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pair of palodent v3 forceps broke at the tip. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The right tip has broken off. Other tip still looks ok. No other signs of bending or cracking across the forceps. A scar has been issued to the original manufacturer to correct this issue.